Event description:
It was reported that a 61-year-old caucasian female patient underwent a primary breast reconstruction surgery with implantation of a an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade ii capsular contracture of her breasts during a consultation with a medical professional. At that time the patient did not desire any surgery. Afterwards, the patient believed she had a ruptured right breast implant. After consulting with a medical professional, the patient underwent bilateral removal and replacement with 455cc (left-sided) and 375cc (right-sided) mentor memorygel breast implants on (B)(6) 2019. However, it was reported that both implants were intact upon removal. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-02115 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).